Manufacturer narrative:
Although the flocare infinity enteral pump is manufactured exclusively for export to (B)(4), a firm located in (B)(6), and is not distributed in the united states, mmdg is submitting this MDR based on the similarity in the design and manufacture of flocare infinity and enteralite infinity pumps. The returned ac power adapter was manufactured in january 2007. Mmdg's investigation of the returned adapter found that it had damage to the cord insulation and exposed power sources were arcing when power was applied. The socket adapter itself also had physical damage to its plastic casing. The investigation root cause analysis found that the age of the adapter (almost 8 years), excessive use, and possible mishandling of charging cord (based on obvious breakage of insulation at the base of the connection between the electrical cord and the socket adapter) likely contributed to the malfunction.

Event description:
The customer reported that the ac power adapter for the flowcare infinity enteral pump caught fire while the pump was running and plugged into a wall outlet.